Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. The analyst commented that there was a measurement system lock-up error causing false elective replacement indicator (eri). The device was successfully reprogrammed and the lock-up condition was cleared.

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) but there were no battery voltage measurements available. The ipg was reprogrammed, noted to be functioning correctly and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).